Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. For example, the patient reported the following discrepancy: cgm reading at 400 mg/dl and blood glucose meter reading at 145 mg/dl. The patient reported no use of acetaminophen at the time. Additionally, the patient reported wearing the sensor on the hip.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.the device is not indicated for insertion in hip.